Event description:
According to the reporter, the device coagulation and cut were probably inverted. No patient involved in this event.

Manufacturer narrative:
A device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received by medtronic. The visual inspection found no notable conditions. The reported condition was confirmed. The investigation found bent fuse clips. The investigation isolated the failure to the fuse clips, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The fuse clips were replaced to address the condition. A review of the device history records indicates this unit was returned on a previous work order for a condition relating to the current investigation. The previous work order addressed coag and cut inverted, and the device was released meeting specification. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device coagulation and cut were probably inverted, return fault. No patient involved in this event.